Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was received in a damaged condition. There was a wire cut on the belt receptacle. The root cause for the damaged receptacle was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.